Event description:
Patient was implanted with tfn, nail blade and screw, on (B)(6) 2010. Patient reported persistent pain and inability to walk on an unknown date and it was discovered the helical blade migrated through the femoral head and was abutting the superior acetabulum with continued non-union of the intertrochanteric area. Patient was returned to the or on (B)(6) 2012, the nail blade and screw were removed and the patient was revised to a total hip arthroplasty. This is 3 of 3 reports for this complaint.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.